Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported a left side deflation/leaking and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient reported additional autoimmune disease and vasculitis, not device related. Device remains implanted.